Manufacturer narrative:
G.4. Date received by manufacturer corrected to (B)(6) 2020.

Manufacturer narrative:
Patient weight: asked but unavailable other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, endoleak.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The physician reportedly planned to land the distal end of the contralateral leg component just above the patient's left internal iliac artery. It was reported that the patient's iliac artery ran transversely and was being held straight by the guidewire. After the device was deployed and the guidewire was removed, it was reportedly confirmed that the distal end of the contralateral leg component was landed on the origin of the patient's left common iliac artery. It was reported that the unintentional device landing was due to the anatomy of the patient's iliac artery. No endoleak was detected, and the procedure was completed. On (B)(6) 2020, a follow-up CT exam reportedly confirmed that the contralateral leg component had migrated proximally resulting in a distal type I endoleak. A reintervention took place to treat the endoleak and an additional stent graft was used to extend the contralateral leg component distally. There were no further reported issues. The patient tolerated the procedure.